Event description:
It was reported that the 8800 system would not x-ray and had a generator error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator power cable was replaced during the service call. The system was tested and found to be working as intended, and put back into service.